Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to corroded keypad traces. The device had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
Customer called stating he received a button error alarm. Customer's blood glucose was 36 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.